Event description:
It was reported that a pt believed the device was at end of service and wanted to get it replaced as her depression had increased to the level it was prior to being implanted. The pt also began having seizures recently and has not seen a physician for treatment. The pt's programming history available in the in-house database was reviewed and a battery life calculation was performed. It was found that the pt's device had over a year remaining until end of service; however, this estimation only takes into account programming from (B)(6)2006 to (B)(6)2009. Good faith attempts to obtain add'l info regarding the pt's events have been unsuccessful to date.